Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer's blood glucose at the time of the incident was 479 mg/dl. The customer was wearing insulin pump during hospitalization. The customer was treated with intravenous therapy and manual injection. Troubleshooting was performed. The insulin pump passed the high pressure test. The customer's nurse was advised that the insulin pump was working. The insulin pump will not be returned for analysis.